Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted and patient appeared to have suction events. Speed was eventually reduced. Patient's labs were hemolyzed twice. The clinic was checking for any evidence of thrombus. Log files captured constant pulsatility index (pi) events throughout the log which shortened the data capture to just several hours.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pulsatility index (pi) events; however, the reported suction events could not be confirmed through this evaluation. It was reported that the patient appeared to have suction events, and the pump speed was reduced. The patient's labs were hemolyzed twice, and log files were submitted to check for any evidence of thrombus. The submitted controller event log file contained events on 23may2024. There were 125 pi events that filled the majority of the log file. No other notable events or alarms were captured. The system appeared to operate as intended at the stored patient speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-034712, and no further related events have been reported at this time. The relevant sections of the device history records for mlp-034712 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. B, is currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pulsatility index (pi). Section 1 states that ¿during a suction event, device speed drops to the low-speed limit and then ramps up to the fixed speed unless another pi event is detected. If another pi event is detected, the device drops to the low-speed limit again and then ramps back up. This cycle repeats as long as pi events are detected.¿ section 4, ¿system monitor¿, states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 revolutions per minute (rpm) per second to the fixed speed setpoint. This drop in speed can be accompanied by a reduced pump flow. No further information was provided. The manufacturer is closing the file on this event.